Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and error code 113 and 116 were observed in the logs. To resolve the issue, the fse cleaned the coiled cord connection to the front end board. In addition, the strain relief panel was noted to be missing from the coiled cord connection to display module, and to resolve this issue, the fse ordered and installed the strain relief panel. All functional, calibration, and safety checks were performed to meet factory specifications, and the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It as reported that during training/in service, a getinge representative was showing the group how to remove the cardiosave intra-aortic balloon pump (iabp) from the cart and how to detach the monitor. The getinge representative pulled the iabp from the cart, and there was no issue, the iabp was working fine. The monitor screen was removed, and the screen went black and a high pitch noise was heard. When the iabp was put back in the cart, the screen was remounted, and the iabp powered down, then the noise stopped. The getinge representative waited a few minutes and turned the iabp on, and all was good. The iabp was sent to the biomedical department for investigation. There was no patient involvement, and there was no adverse event reported.